Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that she was taken to the emergency room due to low blood glucose of 70mg/dl. The customer stated that she was sweating and a little dizzy. The customer was instructed to use the glucagon kit, was in the hospital for six hours, and then she was released. The mother stated that the doctor believes the customer was not eating enough carbohydrates, which caused her glucose level to drop. No further information was provided.